Event description:
A malfunction alarm was reported with code malf 12, and the fault ID was 12-0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the reset, resolving the issue without recurrence; the customer was advised to continue using the pump and was instructed to call back if any malfunction code recurred.